Manufacturer narrative:
Evaluation summary: after the processor arrived at pentax repair room, the engineer inspected the processor and repaired as service manual. Preprocess board j700 was replaced. The defective j board shipped back to aks for investigation.

Manufacturer narrative:
This device is not distributed in us. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The device installed on (B)(6) 2021. On (B)(6) when the patient started to be treated, the doctor found that error message on the monitor: system error: please contact your pentax service facility (no (B)(4)). Director feng stopped in using the scope and called service line. No harm was caused. The fse visited the hospital and found that all the cable connections of the scope and processor were normal, the main processor was equipped with power supply. After re powering on the processor, the defective still appeared. This event occurred at the time of before use. There was no report of patient harm.